Event description:
Information received from the field does not address the patient's clinical status but notes that during a vario test, the device remained in the magnet mode due to a stuck reed switch. Repeated magnet application was unsuccessful in reverting the device.